Manufacturer narrative:
The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A medical center in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.